Manufacturer narrative:
Device evaluation of the monitor has been completed. The reported problem (service code 110) was confirmed. The failure was due to a defective transistor not turning on the converter circuit of the computer/analog board. The monitor did not pass detect and treat testing. The root cause of the defective transistor cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported monitor was displaying a service code 110.